Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited loss of capture. The procedure was stopped. The physician re-attempted the implant procedure the following day and the physician able to position the lead with satisfactory readings. The patient was stable throughout.